Event description:
The customer contact reported, a tubing ruptured while in use with a power injector; subsequently, blood loss was noted. A patient was undergoing an unspecified CT scan using a medrad power injector delivering an unspecified amount of isovue. The power injector was set at a "2.0 flow rate" and the psi setting was unspecified. The customer contact reported that 4 seconds to 5 seconds after the injection was initiated, a "pop" was reported. At this time, it was noted that isovue was leaking and tubing had split at an unspecified location. An unspecified amount of blood loss was also noted. The tubing was clamped. The fluids that leaked were cleaned up according to the facility's protocol. The tubing was replaced and the procedure was completed. There were no reported adverse patient effects. No medical interventions were provided. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors. This report represents all the information known by the reporter upon query by hospira personnel.